Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the ventricular rate sense channel. This noise was sensed by the device, and resulted in brief periods of asymptomatic pacing inhibition. The physician elected to explant and replace this lead with similar guidant defibrillation lead, with no adverse patient effects reported. A lead fracture is suspected.